Event description:
It was reported that the pump was alarming no disposable clamp the tubing. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: the device manufacturer date was not provided in the initial report. Updated h4. The catalog number was incorrectly documented the initial report. Updated d4.